Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Spline a and its nitinol frame was noted to be fractured and detached from the distal coupler. The damage is consistent with using force to withdraw the product. The product instructions for use warns do not use force to advance or withdraw catheter when resistance is encountered. The product IFU also states ¿to prevent entanglement with concomitantly used catheters, use care when using the catheter in the proximity of the other catheters.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture nitinol frame and device entanglement is consistent with not following the instructions for use.

Event description:
During an atrial fibrillation procedure, a fracture was noted in the advisor hd grid mapping catheter after becoming entrapped. While in the left atrium with an advisor hd grid mapping through a non-abbott (medtronic flexcath contour 12f sheath with a 13mm curve), the sheath and catheter started to pull towards the transseptal, and the advisor hd grid mapping catheter got stuck near the end of the sheath and would not pull out. Both the sheath and advisor hd grid mapping catheter were pulled out of the body, and the end of the sheath was slightly compressed, and the advisor hd grid mapping catheter was visibly damaged. It is unknown which device caused the issue. The advisor hd grid mapping catheter looked normal and in the correct shape on the mapping system during mapping and geometry collection of the left atrium. A new advisor hd grid mapping catheter and a different non-abbott sheath (medtronic flexcath contour 10f 20mm curve) were exchanged, and the procedure was completed without patient consequences.